Event description:
A patient reported experiencing inaccurate high results with a fasttake (pocketscan). The patient's blood glucose results were 13.0 mmol or 234 mg/dl vs. 2.6 mmol or 49 mg/dl, meter to same meter. Tests were done within 7 minutes with a difference of 116%. Patient did not experience any adverse events. No further information has been reported.